Event description:
It was reported that the patient presented for a new implant procedure. It was noted during the procedure that the right atrial (ra) lead could not be inserted into the atrial port of the implantable cardioverter defibrillator (ICD) header. A set screw issue was suspected. High pacing impedance was also observed upon insertion of the ra lead into the port. The ICD was exchanged. The ra lead was successfully inserted and used with the replacement ICD. There was no complaint on the ra lead. The patient was stable following the procedure.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. The reported event of failure to connect and unspecified fitting issue was confirmed. The device was above the elective replacement indicator (eri) upon receipt. Analysis revealed the right atrial set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.